Manufacturer narrative:
H3 other text : third party field service center.

Event description:
The manufacturer received information alleging a ventilator¿s flow sensor failure. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device¿s external flow sensor and flow sensor cable were needs to be replaced to address the issue.